Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Customer reporting 1 false positive sars result for 1 patient. Initial test resulted positive and upon repeat, test was negative. Confirmation testing was not done. It is unknown if patient was symptomatic or asymptomatic.